Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the rptr: the first firing using idrive was performed using a egia60axt and there was no issue. The second firing was done as well with a egia60axt. When the firing was approx 1.5 cm, the idrive did lose strength and stopped. The surgeon was instructed by the sales field specialist to fire slowly but the idrive did not move forward. The surgeon was then instructed by the sales field specialist to press the grey button and the blade retracted and opened with no difficulty. The surgeon did place another egia60axt and finished the firing with no further issues. The surgeon did use a purple sulu (egia60amt) and the same thing occurred. The firing began with no issues but when it was approx at 2 cm the idrive slowed down until it finally stopped. The surgeon did try to move forward slowly but it was not possible. At the end he pressed the grey button and move backward with no difficulty and it opened completely. There were using seamguard reinforcement material. The surgeon did finish the surgery using an ultra endogia device and although it was difficult to finish the firing because the tissue was too thick, it was finished with no further issues. After the surgery they proceeded to check in case of leakages using methylene blue solution and there was none. There was delay less than 30 min. No tissue damaged or lost, no bleeding.